Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic with auto mode switching episodes, atrial lead noise was observed. There were no other electrical anomalies. The patient will be monitored normally. No resolution was recommended. No further information is available.